Manufacturer narrative:
Phone number.: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: rupture: unable observe opening on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed palpation. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture diagnosed palpation. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Additional observations: deformation observed on the device. Red particle observed. No further actions are required as the device was implanted.